Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the distal end of main tube had one scratch mark with light material removal. The scratch was .368 in length and not aligned with the tube axis. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a large needle driver instrument, scratches on the shaft were identified. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.